Manufacturer narrative:
Additional information: b5, h6, h11 b5: the following additional information was provided by the customer. Futhan was used with the priming solution. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed white precipitate matter inside the set access post pump pod. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the particulate presence was determined to be related to the use of the anticoagulant agent futhan during priming. It is known to cause cloudiness when dissolved in physiological saline solution. The reported issue is not related to a product malfunction. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that flocculent material was observed inside the access pressure pod of a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.